Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that they had a sensor a few weeks that was bad. Something happened and blood glucose spiked to 400mg/dl. The customer changed set out and took insulin. Then sensor showed it was 40mg/dl and checked blood glucose and it was nowhere near 40mg/dl. The insulin pump will not be returned for analysis.